Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on 29may2024 and ¿it was reported that the l-hook electrode was detached during the surgery.¿. Per further assessment it was found "it was initially reported that the electrode fell out within the abdominal cavity, but it was confirmed that the electrode fell out outside the abdominal cavity.". There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: section d1 brand name was corrected from stealth 32 lhook lap elec pkg to universal plus manufacturer narrative: received one 60-5274-132 in opened original packaging. Lot number was verified. The lot number returned was 202305011. Performed a visual inspection, the l-hook blade was returned disassembled from the device. There is evidence of soldering on the l-hook. A root cause cannot be determined; however, based upon the evaluation of the device and the photos, a likely cause may be due to excessive force being used during removal of eschar from the tip. A two-year lot history review shows a total of 4 devices for this lot number and failure mode; however, 2 were confirmed. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 17 reports, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on 29may24 and ¿it was reported that the l-hook electrode was detached during the surgery.¿. Per further assessment it was found "it was initially reported that the electrode fell out within the abdominal cavity, but it was confirmed that the electrode fell out outside the abdominal cavity.". There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patien device not yet received.